Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not turn on during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. It was found the g1 board failure of the subject device which caused no turning on. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. [Considerations] the followings were confirmed from the investigation. It was found that the g1 board failure of the subject device at the inspection of olympus service operation repair center (sorc). There was no abnormality inside the subject device other than the reported phenomenon. From the above investigation, omsc concluded that the cause of the reported phenomenon was the g1 board failure. The cause of the g1 board failure could not be identified. Since it could not be confirmed the abnormality inside the subject device other than the reported phenomenon, it could not surmise the cause. If additional information becomes available, this report will be supplemented.